Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate and the pump usb port was damaged resulting in difficulties charging the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.